Event description:
The customer reported a full black screen on the insulin pump. Troubleshooting found the device apparently working as designed, with no discoloration of the screen. However, the customer requested and will receive a replacement insulin pump due to the reported black screen. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected black or blue screen was noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.